Manufacturer narrative:
The device has been returned to conmed for evaluation. When the quality engineer completes his investigation, a supplemental report will be filed. Due to the inability to gather additional information of the event, we are considering this event reportable based on the current information.

Event description:
It was reported by a (B)(6) distributor that "regarding both two pads when used with conmed s5000 (just after the operation started), alarming did not stop, disabling the monitor setting." Additional information received on (B)(6) 2009 indicating that the complaint was for two separate devices and not just one pad set. Note: please see MFR report # 1317214-2009-00062 for report on first device.